Event description:
It was reported from the field that possible output circuit damage was suspected due to hv therapy while the patient had a ventricular tachycardia. Patient was symptomatic and does not remember feeling shock. Device mechanical problem was also suspected. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of high voltage output anomaly was confirmed via review of stored electrograms. The device was elevated on the bench and tested using our automated electrical testing system. Two of the high voltage circuit transistors were found to be damaged and shorted. All of the low voltage specifications were normal and no other anomaly was detected. The cause of output anomaly and low impedance path was suspect to the damaged lead.